Event description:
A malfunction alarm labeled as "malf 12" was reported by the customer, who sought assistance from customer service. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer service provided instructions for resetting the pump, which was successful, and the issue did not recur. The customer was informed to continue using the pump and to contact support if the error code appeared again, which they acknowledged and understood.